Event description:
In 2007, fire rescue - was transporting a female to the hospital. While taking the patient from the ambulance, the cot suddenly and unexpectedly collapsed with the patient on board. The patient denied any injuries from the collapse and continued to complain about the injury for which she was transported. The collapse occurred when the cot was removed from the ambulance. My driver was at the patient's feet and operating the release mechanisms. The legs were down -extended- and -what we thought- locked. Capt was at the patient's head and reached over to release the safety mechanism -that prevents the cot from being pulled completely out of the ambulance-. He released this mechanism and the cot suddenly collapsed. After transferring patient care, capt and the driver reviewed what had happened and even tried to recreate the collapse without success. The cot has been removed from service and in the process of being inspected by the authorized repair company for ferno washington stretchers. Dates of use: 1996 - 2007.